Event description:
It was reported that the customer has recently received a delivery of 3 stretchers but one of these has failed. Upon inspection by the customer, it was noticed that there was a fault on the hydraulics and that when the raise pedal was pressed, only one end of the trolley would raise. No patient involvement or adverse consequences were reported.